Event description:
End user called to report that the seat cracked. No injury.

Manufacturer narrative:
(B)(4) - the user reported model 9630-4, serial number/date code of unknown was bought in august of 2009. The owner's manual part number 1148075, rev. B(jul-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.